Manufacturer narrative:
Phone # (B)(6). Address (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for bd vacutainer® precisionglide¿ multiple sample needle with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle contained a black foreign substance.

Manufacturer narrative:
Date received by manufacturer corrected to 05/05/2017.